Manufacturer narrative:
Olympus detected this issue with a returned olympus asset during device inspection and there was no reported customer complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the device evaluation, white residue in the air/water channel was observed. There was no patient involvement.